Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump. It was reported via a call to the manufacturer technical services on (B)(6) 2020 that¿the patient was admitted on (B)(6) 2020. It was detailed that the patient had symptoms (hyperthermic and hypotensive) but the reporting hcp (who was not the patient's managing physician) was unsure if it was related to the pump or not. The hcp wanted to have a manufacturer representative come check the pump.¿ on (B)(6) 2020, another hcp called the manufacturer technical services also requesting a manufacturer representative to come interrogate the pump. This hcp reported that the patient had symptoms of altered mental status and abdominal pain. This hcp also stated that they had concerns the pump was not working. No further complications were reported.